Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was feeling strong stimulation. The sjm representative met with the patient for reprogramming. During the meeting, the patient received a shock sensation. It was reported there was one contact with high impedance. An x-ray was performed, which revealed the lead had migrated. Follow up identified the patient did not want to pursue surgical intervention at this time. The patient was working closely with her physician regarding the issue.